Manufacturer narrative:
H3: the nim 4.0 vital console was received in good condition. The software is up to date (v1.4.3). The reason for return has not been confirmed. No anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device had he didn¿t work correctly during the first use in this centre. During the first surgery, we faced different issues (many artefact, esu filter malfunction, impossibility to enter the patient information, restart of the nim during surgery). No consequences or impact to patient.

Event description:
It was reported that device had he didn¿t work correctly during the first use in this centre. During the first surgery, we faced different issues (many artefact, esu filter malfunction, impossibility to enter the patient information, restart of the nim during surgery). Procedure was completed backup device. No consequences or impact to patient.

Manufacturer narrative:
B5: new information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.